Event description:
This ra lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2012 due to high impedance measurements. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).